Event description:
It was reported to medtronic minimed that the customer experienced short battery lifetime for transmitter. The customer reported no adverse event. The event involved product(s) mmt-7911ww. Troubleshooting was performed and transmitter was fully charged before it was connected to the sensor. No harm requiring medical intervention was reported. Mmt-7911ww returned for analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Unit received, no physical damage to connector pins, cow catcher or case was noted per visual inspection. No traces of moisture / contamination were noted at connector pins per visual inspection. Unit was able to charge, 2 hours after removing unit from charger led flashed properly. The unit failed to sync properly during rf/ble association, problem was isolated to electronic assembly. In conclusion, unable to perform functional test, rf/ble/downgrade/association/accuracy test due to communication anomaly. The customer complaint of charging anomaly is not confirmed. However, the communication anomaly is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.